Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a skin irritation under their chest from the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient reported improvement after visiting their physician. It is unclear what treatment or medication was prescribed by the physician. Follow up indicated that the skin irritation improved.